Event description:
During high frequency mechanical ventilation of a newborn, the ventilator stopped delivery breaths and display went blank with no lamps. Baby was bagged and raced on conventional ventilator. No add'l medical intervention required.